Manufacturer narrative:
Qc was within the lab's established ranges. Service was not dispatched for this event, since it is believed to be a sample specific issue. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high cholesterol and a false low hdld result on one patient generated by the unicel dxc 800 synchron clinical systems. The erroneous results were reported out of the lab and were questioned by the physician. The original sample was re-tested in two different reference labs and the results were amended. Unknown if treatment was initiated or withheld, but physician questioned the results.